Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('heavy bleeding') in a 32-year-old female patient who had essure (batch no. 809010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included irregular menstruation, pelvic pain female, perineal pain, uterine prolapse, cystocele, rectocele, urinary frequency, urinary incontinence, difficulty voiding, urinary retention, uterine leiomyoma, cervicitis nos, gastroesophageal reflux disease, uterine cervical squamous metaplasia and hyperplasia endometrial. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), urinary tract infection ("uti"), headache ("headaches") and uterine prolapse ("prolapsed uterus") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, hormone level abnormal, headache, weight increased and uterine prolapse outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, fatigue, abdominal pain, pelvic pain and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain:dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain,bladder/urinary problems: uti,other injuries/symptoms: fatigue, hormonal changes, headaches, weight gain, prolapsed uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus and fallopian tubes. Resection: chronic cervicitis with squamous metaplasia (negative for dysplasia).proliferative endometrium. Leiomyoma. Normal fallopian tube mucosa, bilateral. Negative for malignancy. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added: pelvic pain, uti, hormonal changes, headaches, weight gain, prolapsed uterus. Event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) year old female patient who had essure (batch no. 809010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included irregular menstruation, pelvic pain female, perineal pain, uterine prolapse, cystocele, rectocele, urinary frequency, urinary incontinence, difficulty voiding, urinary retention, uterine leiomyoma, cervicitis nos, gastroesophageal reflux disease, uterine cervical squamous metaplasia and hyperplasia endometrial. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on an unknown date: uterus and fallopian tubes. Resection: chronic cervicitis with squamous metaplasia (negative for dysplasia).proliferative endometrium. Leiomyoma. Normal fallopian tube mucosa, bilateral. Negative for malignancy. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received- event injury to herself removed and new events lower abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), back pain, fatigue and she did not undergo confirmation test were added. Reporter and patient demography added. Updated suspected drug indication. Medical history, lot number, lab data and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.